Event description:
It was reported that during a trial procedure the patient experienced skin irritation and itchiness. The physician believed it was due to the tape that was used and not the device. The patient underwent an early spinal cord stimulator (scs) lead pull procedure. The leads were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e. Model: sc-2316-50e. Serial: (B)(6) 2024. Batch: 7250320.